Event description:
It was reported that a few weeks ago an x-ray revealed that a lead had migrated. It was noted that the device was turned off for the x-ray. The reporter stated that an EKG was also done and the device was "messing with the readings." It was reported that the patient had darting pain all over her body, on "her legs, breasts, abdomen, and head." The reporter stated that the patient's health care provider (hcp) told her that she had two choices; either remove the device or do surgery to fix the lead and secure it. It was noted that the patient was opting to do the surgery to "get the lead secure." It was reported that the patient's hcp didn't want to do surgery until her chemotherapy was over and her heart was stable. It was noted that the patient had lung cancer. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was reported which indicated that the patient thought her leads "came loose" because of work done on her for a lung biopsy and atrial fibrillation. It was indicated that the patient was in "severe" pain previously, but no longer had pain due to the device or therapy.

Event description:
Additional information received from the patient reported that her leads had come loose and she had a revision surgery on (B)(6) 2012.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).